Event description:
It is reported that the surgeon is concerned about radiolucency observed on one year post-op x-rays.

Manufacturer narrative:
This report will be amended when our investigation is complete.